Manufacturer narrative:
Device analysis report attached. This report is submitted on november 27, 2023.

Event description:
Per the clinic, the patient developed an infection and skin necrosis at the implant incision site, exposing the receiver/stimulator. The patient was hospitalized for four nights (specific date not reported) and was treated with IV and oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023 and re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted on october 13, 2023.